Event description:
Mnav cass called about craniotomy case in 2007. Cass called because a chief resident at the hospital had mentioned a potential adverse outcome for this particular pt. Cass reported that this pt had two tumors, one that was superficial and the second that was deep seated within the anatomy. In addition, cass reported that surgeon had decided to use bone fiducials for increased accuracy, resulting in a predicted accuracy of less than 1mm (approx .6-.7mm). Cass verified that all of the pt anatomy was completely surrounded by the green sphere of accuracy before the surgeon was satisfied with the registration. Allegedly, surgeon had initially decided to use a navigated trajectory guide for the biopsy but ended up performing an open craniotomy using a passive planar blunt as the navigational tool, due to intermittent tracking issues and troubles fixating the angled trajectory guide base to the anatomy. Cass reported that the surgeon excused her from the or because he felt comfortable operating the navigation himself. Pt suffered hemi paralysis after the case, however, no allegation was made by the surgeon or hospital about the navigation system not working.

Manufacturer narrative:
Mnav field staff spoke with surgeon's office regarding pt outcome - pt has fully recovered and any equipment malfunction that occurred was determined to be a result of submerging their active trackers in water and the leds being placed backward. They are now following the necessary cleaning and sterilization protocol and have had no further intermittent tracking issues. Pt info has been requested from hospital - no information has been made available yet.